Event description:
It was reported that the insulin pump alarmed no delivery. Customer mentioned being in the hospital in the past, however, stated that they were not on the insulin pump at that time. Customer stated that the no delivery alarm was resolved by a complete set change and troubleshooting was not performed. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.